Event description:
It was reported that the patient's right ventricular lead was explanted and replaced due to a high pacing threshold and high lead impedance. The lead was not replaced. The patient is reported to be stable.

Manufacturer narrative:
A partial lead with the distal portion measuring (B)(4) cm was returned for analysis. The damage found was sustained during the procedure. The portion of the lead that was returned was otherwise normal.